Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and pelvicol were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy due to pelvic organ prolapse and stress urinary incontinence. The patient experienced chronic pain, urinary problems, hematuria, infection, erosion and permanent nerve damage. It was reported that the patient was on a hormone pill at the time of implantation. (B)(4).